Event description:
It was reported the clamp's knob on an articulating arm and the center arm on a fixation pin broke during surgery. There were no patient impacts reported, but the procedure was delayed while the clamp was reassembled and the broken arm from the pin was recovered. This is report two of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3004788213-2021-00170.

Manufacturer narrative:
Device evaluation: visual inspection revealed the center arm has fractured off of the fixation pin. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported the clamp's knob on an articulating arm and the center arm on a fixation pin broke during surgery. There were no patient impacts reported, but the procedure was delayed while the clamp was reassembled and the broken arm from the pin was recovered. This is report two of two for this event.